Manufacturer narrative:
Device evaluation: analysis of the returned device identified opening extended on posterior edge and underweight . A visual and microscopic analysis was performed which identified sharp broken end posterior and missing shell. A dimensional measurement of the shell was performed which identified the thickness within specification. Base on the device analysis the final assessment is: a sharp broken posterior edge assessed as an unidentified (tear) opening. Missing shell assessed inconclusive.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.